Manufacturer narrative:
(B)(4), date sent: 7/14/2023, d4; batch # 826a27. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr55 reload was received with the left gripping surface damaged making the reload nonfunctional and fully loaded with staples with the swing tab in the locked position. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 826a27, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during a hemicolectomy the device got stuck in-between while firing. The surgery was delayed 30 minutes but the procedure was successfully completed with another device.